Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery 8 or 9 times throughout the day. She changed her infusion set and reservoir three times today. One infusion set had a bent cannula. The insulin pump motor also sounded louder than usual. The patient's blood glucose at the time of incident was 387 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarms. The insulin was not expired or denatured. The patient regularly rotates her sites and avoids scar tissue. The patient was also using the serter properly. The tubing was not bent or kinked. The customer stated that she has tried all remedies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No noise or unexpected no delivery alarms noted. The insulin pump was received with cracked lcd window and cracked battery tube threads.